Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for data download due to a patient injury. The pump was received in good physical condition. A visual inspection of the pump's event history logs was conducted, which showed upstream occlusion and high pressure alarm messages. The upstream and downstream occlusion sensor tests were performed and found to be activated properly within the manufacturer's specifications. Three separate delivery accuracy tests were performed. No problems were found with the delivery accuracy of the pump. There was no failure mode to confirm as the customer did not indicate a problem with the pump. The device and the investigation of the issue could not confirm any fault occurred.

Event description:
It was reported that a cadd-prizm® vip system was involved in a "patient injury". Details regarding the patient injury were not provided.